Event description:
It was reported the customer received multiple occlusion alarms. Customer had elevated blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.